Event description:
It was reported that after 5 hours of use, the catheter was removed and it was noted that the tip was missng. An additional 1cm of catheter was removed percutaneously. An x-ray showed that there was still a piece of the catheter retained. The small fragment was removed via an exploratory procedure of the lumbar spine. There were no furhter complications.